Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed smoke coming from the the back of the cell-dyn sapphire analyzer. No injuries have been reported.